Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A review of provided x-ray images finds nothing indicative of a product problem and do not aid in determining a root cause for the reported problems. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. From surgical intervention to serious injury.

Event description:
Clinic note dated (B)(6) 2021: patient reports pain with compression in the left hip secondary to trochanteric bursitis. Patient denies any pain with walking or any issues with mobility, only reports pain when lying on the operative hip. Physical exam confirms pain on palpation of the hip with excellent mobility and rom. Radiology identifies a stable, well-fixed left hip. Surgeon notes the patient had a previous steroid injection in (B)(6) 2020 to treat the same issue. The surgeon treated the pain and bursitis with a second steroid injection. There were no complications.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for trochanteric bursitis. Event is not serious and is considered mild. Event is definitely not related device and possibly related to procedure. Date of implant: (B)(6) 2019, date of event: (B)(6) 2021, (left hip).